Event description:
It was reported by the customer that pyxis medstation es system had fridge failure. The customer reported that malfunction occurred when user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not connected to the bus. A field service engineer inspected the refrigerator, found no issues and confirmed that the issue was resolved by the customer. The device functioned as intended after the customer resolved the issue.